Event description:
A report was received that the patient was having difficulty charging the implant due to ipg being flipped in the pocket. The patient underwent a pocket revision procedure. The patient is reportedly doing well following the procedure.